Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact support if the issue reappeared, acknowledging and understanding the instructions given.